Manufacturer narrative:
On june 23, 2021, the mentor failure analysis lab received the device for evaluation. On july 1, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 375cc breast implant had a crease/fold on the anterior view extending to the posterior view. Additionally, a tear within the crease/fold was identified on the posterior aspect measuring approximately 7.0 cm the evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-5620445). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 375cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation and replacement with a mentor gel device on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor estimated the patient's date of implant based on the manufacturing date of the device. Should a precise date of implant be received, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).